Event description:
Information received by medtronic indicated that the insulin pump had a motor error while started insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4).  Customer returned pump due to a drive/ motor anomaly on (B)(6) 2022. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 38 occurring during testing on (B)(6) 2023 13:24:10.000. Unit pass the self-test. Unit was successfully downloaded using thus for history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor home switch. Unable to do the motor test to due moisture damage on connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, stained keypad overlay and pillowing keypad overlay. Drive/ motor anomaly was confirmed due to a pump error 38. Pump error 38 was confirmed during testing and due to moisture damage to the motor assembly. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.